Manufacturer narrative:
The original location for the ipg was chosen by the patient with the understanding that assistance would be required. There are no allegations of system or component failure and the revision was performed at the request of the patient due to no longer having assistance available at home to place the device. No equipment was replaced during the procedure and all original components remain in use.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023. The location of the implantable pulse generator (ipg) was chosen by the patient after a successful trial. The chosen location for the ipg required that the patient have assistance in placing the external therapy discs. Patient reported that the spouse was no longer available to assist with placement of the therapy discs and thus requested that the ipg be moved to a more accessible location. On (B)(6) 2023 a surgical revision was performed to relocate the ipg from the right side lower back to the right side flank area where the patient is able to place the ipg without assistance.